Event description:
It was reported that the customer experienced low blood glucose of 49mg/dl. Troubleshooting was performed. The caller stated that the drive support cap was flushed. Reviewed the programming on the insulin pump and it seems everything was correct. The reservoir has the same amount of insulin as shown on the status screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.